Event description:
It was reported that the patient was admitted to the emergency room for multiple shocks. The physician stated the shocks were inappropriate. Intervention is unknown. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.